Event description:
It was reported that on (B)(6), patient underwent a hip surgery. On the (B)(4) patient had a gastric hemorrhagia and expired. The device was not interrogated between surgery and death.

Manufacturer narrative:
The device was normal. No anomaly was found.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
"If follow-up, what type:" correction should have been checked; MDR-2015-03810-02.